Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
The doctor reports that the implant failed due to peri-implantitis. The doctor reports pain.